Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant procedures, he experienced severe glare and starbursts to the degree that he no longer feels safe driving at night. The patient reported he had prior bilateral lasik procedures. The patient has provided additional information that he began experiencing problems immediately after the lenses were inserted. Currently he is unable to drive at night and during a normal sunny day he feels like his eyes are permanently dilated. He has to wear sunglasses all the time when outside if it's not overcast. Additionally, he is seeing ghost images around objects in his field of view, more pronounced at night. The patient has discussed these issues with his surgeon. He does not believe that lenses are at fault here. The patient believes that certainly the interaction between the prior lasik and the lenses are the problem. Even with his pupils almost completely closed he is uncomfortable in normal daylight. Driving is uncomfortable in the daytime, and unsafe at night. Halos, starburst and ghost images are the problems. His surgeon has referred him back to his lasik doctor and he had an appointment with her. Her feedback was not favorable for resolution of the issues. There are two medical device reports associated with this patient. This report is associated with the left eye.